Event description:
It was reported that the force sensor from kit was dead on arrival and exhibited devices error on startup. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device and PMA/510k are unknown. No product information has been provided to date.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection performed and showed plunger head kit is in excellent conditions. No visible damage or contamination. Installed plunger head kit in a known working test pump. Power up process and calibrated force sensor. No problem was found. Plunger head kit powered up and operated as intended in a test pump. A DHR review is not applicable in this case because the defective component is not evaluated or tested in any way during the manufacturing process at the manufacturer and the manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.